Event description:
It was reported that the guide wire was advanced to the lesion and pre-dilatation was done using another company's balloon catheter. It was noted that during use heavy resistance was felt between the guide wire and the balloon catheter. The guidewire separated and the tip of the guide wire was removed with the balloon cahteter. Reportedly, there was no patient effects.